Event description:
A (B) (6) male pt contacted zoll lifecor customer support to report that one of his battery packs won't charge. He reported that he placed the battery in the charger that afternoon and the red flashing battery icon was illuminated. When he placed it in the monitor it wouldn't power up the device. The pt's suspect battery pack was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery pack not charging was defective battery cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cells has not been determined. The battery cells were replaced. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.